Event description:
It was reported that a patient, (B)(6) female, underwent an unknown procedure, suffered a cardiac tamponade. After a procedure the patient developed symptoms of cardiac tamponade, also verified by ultrasound. Pericardiocentesis was performed and 200ml fluid (blood) was removed. The patient required extended hospitalization because of the adverse event for two days. The physician¿s opinion on the cause of this adverse event is rf overflow, high power delivery. Transseptal puncture was performed with st jude brk. In addition, it was reported during the rf generator delivered 40 to 45 w during ablation in the left atrium. The generator was used in conjunction with st jude navx mapping system. Due to high delivered powers, the generator was replaced by medtronic atakr. The rf generator setting was 40w, 43c, temperature control mode. The celsius ablation catheter was involved in this case was resterilized.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported the device delivered 40-45w instead of 30w setup. Ablation was performed in la and it was found later that the patient developed symptoms of cardiac tamponade. The device was evaluated and no error found. Device is within specification. The device was subjected to preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4).